Event description:
On (B)(6) 2010, pt reported the infusion device piston rod stuck in the extended position and would not rewind. Pt had received an occlusion (e4) error and was attempting to complete a cartridge change. Pt reported, the piston rod extended to the top of the cartridge compartment instead of retracting. The cartridge plunger was not stuck on the piston rod, and the piston rod was not running rough, sticking, loose, cracked, spinning, or making abnormal noises. Infusion device was not dropped on a hard surface or exposed to water or insulin ingress. Pt inserted a new battery, of correct type, and attempted to retract the infusion device piston rod. The same issue occurred and the piston rod blocked during retraction. Battery cover was used per specification. Pt thought she over-tightened battery cover during troubleshooting and was unable to remove the battery. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.